Event description:
Healthcare professional reported left side ¿redness on the head side¿, "slight degree seroma (puncture)" and "puncture, cultivation is staphylococcus 100". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: redness on the head side¿, "slight degree seroma (puncture)" and "puncture, cultivation is staphylococcus 100".

Event description:
Healthcare professional reported left side ¿redness on the head side¿, "slight degree seroma (puncture)" and "puncture, cultivation is staphylococcus 100". The device remains implanted.